Manufacturer narrative:
(B)(4). The device history review for the product hemolok l clips 3/cart 42/box lot# 73d1900639 investigation did not show issues related to complaint. The device has not been returned for investigation. Teleflex will continue to monitor and trend related events.

Event description:
It was reported that (B)(6) 2020 in the (B)(6) hospital of (B)(6), the clip could not be closed during usage on the patient under laparoscopic and the clip was found broken after removing from the patient.